Event description:
Upon starting cpb it was noticed that higher than expected gas flows were necessary to maintain adequate oxygenation and carbon dioxide removal. It was also noticed that there was a square area of the membrane where blood was very dark almost as if it had clotted. Since heart had been "cardiopleged", it was decided to come off bypass and change out the oxygenator. There was no detriment to the patient.